Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the root cause for the foreign object remaining in the device could not be identified. The image has not been displayed due to damage on the scope connector. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign material in nozzle. Also, the image was not displayed. There was no patient involvement.